Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 50 mg/dl. Customer stated that on yesterday night battery cap of insulin came out. Customer declined troubleshooting for low blood glucose level. Device will not be return for analysis.